Event description:
A customer reported that the pump display was frozen on the homescreen and could not be cleared using the button alarm. There was no adverse impact to the customer's blood glucose level. Technical support provided complete pump reset information, and the customer attempted to reset the pump, but this did not resolve the issue. The pump was out of warranty, and the customer opted to use backup therapy with multiple daily injections.